Manufacturer narrative:
Concomitant: product ID 3889-33, lot# va04m3h, implanted: 2013-(B)(6), product type lead. Product ID 3037, serial# (B)(4) product type programmer, patient. (B)(4)

Event description:
It was reported that the patient had a loss of therapeutic effect. The patient had to wear pads at night and during the day and it helped a lot more when the patient first got it. The therapy changed gradually more than 6 months ago. The patient thought it had to do with their back surgery, which they turned their implant off for surgery. The back surgery was in (B)(6) 2013, well before the patient had the therapy issue. The stimulation was adjusted once since implant. There was no known accident or incident related to the complaint. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.